Event description:
It was reported that the pump was replaced; no reason for replacement was provided. No pt symptoms were reported. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis revealed acceptable alarm function; acceptable catheter access port testing and acceptable hybrid function. Caking in the jewel corresponding to gear 4 and gear 4 lower shaft wear were noted. Some moisture and corrosion were present on the motor housing and roller arm. The roller wheels turn freely. A motor stall was noted; no roller arm movement with the motor set to maximum rate. Final device analysis revealed motor shaft gear wear.